Event description:
The customer had an alarm. Advised to take manual injections. Later the customer called back to test the device. The pump did not alarm during the self-test. The customer also reported that paramedics a week prior to the call treated pt for low bgs. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition a lead screw was completed and did a complete rotation. Suggested to call their doctor to discuss possible causes of low bgs. The customer mentioned that pt is taking new medications for high cholesterol and blood thinner.